Event description:
It was reported that a new implantation surgery was performed. There was concern of ¿overflow of spinal fluid¿ and an epidural retention was suspected. The catheter was suspected to be positioned outside the epidural. There was concern that the spinal fluid return during the surgery was bad (flow of spinal fluid during the operation was not good). When the dosage was increased to 100 micrograms (microg) per day, the effect was more noticeable compared to the previous dosage (also reported as compared to before the start of drug administration). However, the head physician noted that the effects were not as one had thought or expected. The dose was to be increased to 200 microg/day. If the effects did not change very much or was insufficient a revision procedure of the proximal catheter was to be conducted (also reported as ¿perform the spinal catheter effects.¿) this was reported as related to the procedure but unrelated to the investigational drug, catheter, pump, and programmer. This device system delivered gabalon and the daily dose was noted as continuing. Additional information was requested to clarify the event details as reported, resolution, current patient condition, and event date. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was further clarified that insufficient flow of csf during the implant procedure occurred. Epidural retention was suspected referred the suspicion of the indwelling catheter in the epidural space; positioned outside the epidura. The patient was admitted as an inpatient on (B)(6) 2015. During the spinal cord catheterization, the catheter insertion was difficult and that epidural placement was possible. The epidural suspension was suspected on (B)(6) 2015. Due to this, the spinal cord catheter, reported as proximal catheter, was replaced "just in case." The patient was recovered as of (B)(6)2015. This was reported as unrelated to the investigational drug, catheter, programmer and pump but related to the procedure. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).